Manufacturer narrative:
Device history record: batch manufacturing record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in 04/2024. Summary of investigations: no device was returned preventing a thorough investigation. No pictures/videos of the complaint sample/observed defect were transmitted. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion: no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. Accidental needle stick is a known and well documented complication of the use of needle for access ports. This type of incident is rare with surecan safety ii needles (<0.001%). No actions plan is foreseen at this time.

Event description:
"Accident with sharp material after removal of the puncture and the device does not activate correctly."